Manufacturer narrative:
Attempt to obtain the complaint sample has been unsuccessful. If the device is made available for analysis and/or additional information has been provided, a follow-up medwatch will be filed. (B)(4).

Event description:
It was initially reported by the eye care professional that the patient developed a corneal ulcer following contact lens use. The patient's condition was reported as resolved. In the absence of detailed information, it will be assumed that the report reasonably suggests that the event resulted in serious injury or permanent impairment. Numerous attempts to obtain additional information have been unsuccessful.